Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, a pneumothorax occurred. The procedure was completed without any intra-procedure complications. The pneumothorax was identified in a post-procedure chest x-ray and a chest tube was placed. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred, and it is unknown if the event is related to the ion procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Th system logs are not available for review.